Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported does not recognize or alarm for occlusion which was duplicated during evaluation. The cause was determined to be the upstream sensor readings were out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize or alarm for occlusion. There was no patient involvement. No additional information is available.